Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the stem inserter tip broke off into the stem. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d9, g3, g6, h2, h6, and h11. Visual examination of the returned product identified wear marks around the inserter hole of the stem and the fractured threads of the inserter remained inside. The inserter had indentations to the strike plate and the shaft of the device. The tip of the device had fractured at the threaded area. The shaft diameter was measured and found to be within the required specification. The hardness was measured and found to be within the required specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.